Event description:
The customer received a blood glucose reading of 495mg/dl on the contour next link, retested on a different meter and the reading was 88mg/dl. The difference between the readings falls in the "d" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. Product was not expected to be returned, and was not replaced at the time of the call.